Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was trying the device for frequency symptom. She averages going 24 times in 24 hour period, sometime 15-20 minutes apart. Patient stated the very first day when she came home from the hospital, she slept 4 hours, got up and peed then slept another 6 hours. After that, things got worse. It was indicated that she was on program 1, until a day prior to this call when she changed to program 2. The program 2 was uncomfortable even at .1 but she tried it until late last night when it was so uncomfortable, she could not sleep and turned it back to program 1. She switched to program 3 this morning while on the call with support link. It was noted that patient did not have 50 percent symptom control. There was no fall or trauma related to the event. The health care provider (hcp) later reported that the action taken to resolve the patient¿s lack of therapy was that the programming was returned to the successful number 1 and the issues resolved. The patient was picking at their skin and this was treated with keflex and redressed.